Event description:
It was reported that an iLet pump displayed a nonresponsive touchscreen, preventing unlock and all touch inputs despite multiple restarts via the iLet mobile app and removal of a screen protector, which is consistent with a device display/touch interface malfunction of the user interface component. Symptoms included no clinical effects. Outcomes included replacement of the iLet and instructions to shut down the device to avoid further alerts, guidance to sync data to the mobile app before return, return of the original device with a provided shipping label, and notice that data would not transfer to the replacement and that startup would be required; the patient could continue CGM use via Dexcom app or receiver. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a persistent touchscreen unresponsiveness consistent with a hardware user interface failure not resolved by restart. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen/user interface.

Manufacturer narrative:
Initial.